Event description:
It was reported that the procedure was to treat a lesion in the distal rca. There three guide wires being used. The lesion was ballooned and stented. When the stent delivery system (sds) was being removed, the tip of the universal guide wire separated. The entire guide wire, including the separated tip, was removed with the sds. There was no pt effect reported. No add'l info is available.